Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 423 mg/dl. Customer did not troubleshoot for high blood glucose reading. Customer stated bolus was not delivered. Customer also had 378 mg/dl blood glucose reading. Customer made an appointment with their healthcare provider. Insulin pump will be returning for analysis.